Event description:
It was reported that; pt has been experiencing pain in hip area for the last year. Pt states that, within the last six months, he has developed pain in his femur area. Pt states the pain is not constant, but on and off.

Manufacturer narrative:
A review of the device history records indicated that the reported devices were manufactured and accepted into the final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.